Event description:
Device report from (B)(6) reports an event as follows: it was reported that during set-up for a procedure on (B)(6) 2021, it was noted that the shaft of the first device was broken/snapped off, so it was left aside. A second device from the same kit was inspected to use, but it was also noted that the spring on the shaft was coming off. This was deemed unsafe to use on patient. The same like device from another kit was used to proceed with the case. Case was completed with no patient consequence. This report is for a detachable holding sleeve for matrix. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received images. The images were reviewed, and the complaint condition is not confirmed. The retain-sleeve does not appear to have any defects or damage in the images provided. A definitive assignable root cause could not be determined based on the provided information. No valid lot number was provided or found in the photos, therefore no device history record (DHR) review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.